Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2003 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent anterior colporrhaphy, anterior paravaginal repair, sacrospinous ligament fixation and posterior repair due to pop. It was reported that the patient underwent ¿removal of anterior vaginal wall mesh erosion¿ on (B)(6) 2004 due to anterior wall mesh erosion and pain. It was reported that the patient underwent ¿excision of eroded vaginal mesh¿ on (B)(6) 2005 due to eroded vaginal mesh. It was reported that the patient underwent ¿excision of exposed vaginal mesh¿ on (B)(6) 2006 along with cystoscopy due to exposed vaginal mesh. It was reported that the patient underwent ¿transection of right-sided sacrospinous attachment of previously placed polypropylene mesh and removal of small portion of mass.